Event description:
It was reported that prior to starting a da vinci-assisted sigmoid colectomy surgical procedure, the monopolar curved scissors insulation was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
The monopolar curved scissor tip cover accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. A review of the instrument log for the monopolar curved scissor instrument (pn 470179-19/lot # k13210610-0007) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk3964. The instrument had one use remaining after last use. As the issue was identified prior to starting, the instrument was most likely not installed on the system on the reported event date. Verification of the event details via system logs for the mcs tip cover cannot be performed because the accessory's usage is not present in the logs. This complaint is being reported based on the following conclusion: the monopolar curved scissor tip cover accessory was damaged due to arcing and/or had holes/tears/missing material on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and the reported failure was confirmed. The instrument tube extension exhibited signs of scratch marks/abrasions. The tube extension scratch marks measured roughly 0.032¿ x 0.0103¿.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to b3 and b4 for corrected information. The event date and us reportability aware date have been updated based on additional information that was obtained.

Event description:
Refer to h10/h11 for follow-up information.